Event description:
It was reported that no audio output occurred. On (B)(6) 2023, it was reported by the patient¿s parents that the pediatric patient experienced hypoglycemia with seizure and no audio alert from the dexcom continuous glucose monitor (cgm). According to the report, the sensor had not been giving proper readings (no details specified) for several days prior to the event. There was no documentation of patient symptoms prior to seizure. At the time of the seizure, the cgm reading was low. The patient´s mother treated the patient with dextrose. An ambulance was called, and the patient was taken to the hospital; there was no documentation about any medical intervention nor treatment administered at the hospital. After treatment, the bg by the parent was 2.1 mmol/l. Of note, the sensor failed sometime during the event. At the time of the report the patient was feeling good. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.